Event description:
It was reported that patient underwent primary knee replacement on (B)(6) 2011. Revision procedure was performed on (B)(6) 2012 due to pain from medial tibial overhang. No further information has been received.

Manufacturer narrative:
Although item was returned, surgeon is not requesting an evaluation due to revision not being associated with problems related to the implants. No evaluation will be performed.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This is 1 of 2 MDR reports submitted for the same event. (Also see: 3002806535-2012-00366).